Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-28545. During a clinic follow-up, episodes of noise resulting in oversensing and automatic mode switch were observed on the right atrial (ra) and right ventricular (rv) lead. Ra and rv lead damage was suspected, but was unable to be confirmed. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.